Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice pro during fill 1. The patient was connected. The baxter technical service representative (tsr) had the patient review the alarm log. The tsr informed the patient of possible air exposure and instructed the patient to start over with new supplies or use manuals. The tsr reviewed proper procedures per the user manual with the patient and the patient stated he would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2011 regarding the reported se 2240. The cg stated that there was no visible damage or abnormalities noticed with the supplies in use and that she was unable to determine how air might have gotten into the lines. The patient was able to resume therapy successfully after starting over with new supplies. The cg stated she had not contacted the nurse about the alarm, but would contact the nurse later that day. There was no patient injury or medical intervention reported.